Manufacturer narrative:
This product will not be return for eval and testing. Add'l into will be sent within 30 days upon receipt.

Event description:
The pt was enrolled in the study where it was reported that a thrombus was visualized in the stent post deployment during procedure. Pt was admitted for placement of stent in the left carotid artery. Access was obtained with micropuncture kit and a shuttle sheath is advanced in the descending aorta. The left internal carotid artery (lica) was engaged using the jb2 catheter and stiff shaft glide wire. Lesion was crossed using the whisper wire and than predilatation with maverick 2.0x12mm inflated at 4 atm. Angioguard was then advanced in the distal internal carotid at the base of the skull. Whisper was removed and a sterling 4.0x20mm was advanced at the lesion site and inflated at 6atm. A precise stent 10x30 was deployed. Thrombus was visualized in the stent and mid lica. Export xt was then rapidly advanced and debris was aspirated. Angioguard was removed and intraarterial bolus of reopro was given. The shuttle sheath was exchanged for a short 7f sheath. During the procedure, the pt reported mild slurring of speech and mild numbness and tingling in his right upper extremity. The distal protection device that was placed earlier showed some debris at that point. The pt's neurological deficits disappeared briefly after they appeared, and then they did not reappear throughout the procedure or during transfer to the ccu. The pt's stent was placed with success and with adequate blood flow. A CT of the head was done and the report was no acute brain abnormality and just diffuse intracranial atherosclerotic disease. The pt then was transferred to the ccu for observation and blood pressure control. Per the procedural physician the neurological deficit event was not related to a cordis product and was related to the index procedure. No immediate periprocedure complications.